Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, patient: 1, inratio: 5.2, lab: 11. Date: ng, patient: 2, inratio: 5.x, patient 1 had bleeding from the mouth and severe abdominal pain. Patient 2 was reported to be "actively bleeding".

Manufacturer narrative:
Investigation pending.